Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient sample from the cobas e411 rack analyzer. The initial result was 28.67 miu/ml. On (B)(6) 2018, a new sample was drawn from the patient and the result was < 0.500 miu/ml. The first sample was then repeated and the result was < 0.500 miu/ml. Information concerning if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Analyzer performance testing was completed.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.